Event description:
It was reported that the atrial sensing on this implantable pacemaker has drop out. Boston scientific technical services (ts) reviewed the event and it appears that there was some intermittent atrial undersensing however does not appear to be resulting in ending the atrial tachy response (atr) event. This device remains in service. No adverse patient effects were reported.